Event description:
Additional information was requested; however, no further specific details on this incident were received. It is unknown if there was patient involvement, no adverse patient effects were reported

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for a "no disposable" alarm is the down stream occlusion (dso) sensor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. G3: israel. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was exhibiting a constant no disposable alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.